Event description:
Rptr has spinal fusion. Pedicle screws and rods were used to support the fusion. A total of 4 screws and 2 rods were used; 2 screws and one rod on each side of spine. Rptr's unable to perform any type of duties or activity without being in severe pain. He is totally disabled.